Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
Patella clamp broke during case.

Manufacturer narrative:
The device associated with the reported event was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A search of the complaint database found additional reports of saw capture breakage against product code 865034. The previous reports were investigated and the root causes attributed to product wear out through normal use and servicing. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.